Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side "discomfort, varied sensation, ¿silicon leaking¿ of both implants." Healthcare professional later reported ¿capsular contracture baker iii¿, ¿implants appear mildly distorted consistent with contracture¿, "right lower inner quadrant anterior third 6mm benign appearing partially calcified mass consistent with fibroadenoma¿, ¿correlating lesion identified 5 o'clock 2 cm from nipple measuring 5x2 mm with echogenic foci within it consistent with a fibroadenoma¿, and "prominent radial fold at the implant margin¿.device has been explanted.

Event description:
Patient reported right side "discomfort, varied sensation, ¿silicon leaking¿ of both implants." Healthcare professional later reported ¿capsular contracture baker iii¿, ¿implants appear mildly distorted consistent with contracture¿, "right lower inner quadrant anterior third 6mm benign appearing partially calcified mass consistent with fibroadenoma¿, ¿correlating lesion identified 5 o'clock 2 cm from nipple measuring 5x2 mm with echogenic foci within it consistent with a fibroadenoma¿, and "prominent radial fold at the implant margin¿.device has been explanted.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: sensation increase/decrease: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided." Additional, changed, and/or corrected data: h.6.